Event description:
It was reported the customer reported that the handpiece did not work. No pt consequences were reported.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount and the nose cone cracked. It was tested on a generator and gave an error code 3. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, it was found that the handpiece no longer meets the specifications for continuity. The batch history records were reviewed and no anomalies were noted during the mfg process.